Manufacturer narrative:
(B)(4). The customer's report of tubing disconnected from proximal filter was confirmed by the picture provided by the customer and will not returned. The root cause of this failure could not be identified.

Event description:
Customer reported tpn was infusing to a pt. Nurse noticed that blood had backed up the tubing into the filter. Upon inspection, it was noted that the tubing had come apart at the proximal filter connection. No pt harm or medical intervention reported. Customer stated that no further pt or event information is available.